Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer administered a correction bolus via pump to address bg level. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unreadable touchscreen issue was verified, but the cracked touchscreen issue could not be verified; however, a different issue was identified.